Event description:
The lift has separated from its carrier rail. The lift fell down on the knee of the pt. The lift has been reassembled and sent to liko for analysis. No injuries reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.